Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that after the device was used to infuse chemotherapy drug for 3 days, the patient noted that the infusion site was wet. After the nurse checked, it was found that the connection site broke, then nurse stop the infusing drug. It was stated that the broken section is flat and that the patient did not pull the needle set.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken infusion set was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 20ga x 0.75¿ safestep safety infusion set. Usage residues were observed throughout the sample. The extension tubing was completely detached from the needle housing. The tubing appeared intact. Tactile inspection of the sample did not reveal any tensile weakness. Microscopic inspection of the sample confirmed that the tubing was intact and detached from the housing. Inspection of the sample using an ultra violet light revealed no adhesive residue within the needle housing orifice and minimal adhesive residue on the extension tubing. The absence of tensile weakness and tubing breakage/elongation indicated that the tubing was removed from the housing without excessive tensile (pulling) stress. The lack of adhesive residue suggested that adhesive application during the manufacturing process was incomplete or incorrectly applied during device assembly. The complaint sample is a supplied component and the supplier has been notified of this event.

Event description:
It was reported that after the device was used to infuse chemotherapy drug for 3 days, the patient noted that the infusion site was wet. After the nurse checked, it was found that the connection site broke, then nurse stop the infusing drug. It was stated that the broken section is flat and that the patient did not pull the needle set.